Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to remove share application from smart device, forget bluetooth profiles, and re-pair transmitter through the g5 application, which was successful. No additional patient or event information is available.